Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Event description:
According to the reporter, during a wedge resection, the surgeon attempted to fire the device; then idrive powered off. A new device was opened to correct the problem. There was no injury or adverse event reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
Reference number (B)(4). Post market vigilance (pmv) led an evaluation of one idrive battery pack opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The battery was inspected and no external residue or substrate was found on the leads. No damage was noted to the battery. The subject idrive battery pack was loaded into a pmv representative idrive ultra {0019}, but the handle did not power up. The battery was seated on a pmv charger {(B)(6)} and displayed a blinking red light, then a yellow light, followed by a blinking red light. Visual testing of the returned sample confirmed the product did meet specifications. However, the reported condition was confirmed. The root cause could not be reliably determined without destructive testing. Based on similar historical investigations, probable root causes for the observed battery failure include: extreme battery depletion due to storage of the battery off the charger or internal corrosion due to counter-indicated cleaning methods. In either scenario, the battery will be unable to be recharged and will no longer function as intended. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.